Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, additional reported information indicates resistance was noted due to the calcification and tortuosity of the patient anatomy during advancment of the 2.75x28 mm rx xience xpedition stent delivery system prior to the stent implant becoming uncrimped (loose) on the balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the marginal coronary artery with heavy tortuosity, a 2.75x28 mm rx xience xpedition stent delivery system (sds) was advanced and during the attempt to cross the lesion, the stent implant was almost uncrimped from the balloon. The decision was made to remove the sds from the patient anatomy. The sds, including the stent implant, was removed from the patient anatomy and a new smaller xience xpedition stent was implanted successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.